Manufacturer narrative:
The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported issue. An liquid crystal display (lcd)replacement was requested, and the resolution was updated accordingly. After further evaluation, per customer request, the affected unit and the entire fleet were removed from service, and onsite service was declined. The debrief status indicates that the system does not meet full specification for the performed service and is returned to use with limitations as accepted by the customer; no follow-up was requested. No additional details regarding the reported issue or its resolution were available. The device remains at the customer site, and the request for repair was canceled. No further actions were taken by philips, and no parts were returned for failure analysis. If new information becomes available, the complaint will be reopened and the investigation updated in accordance with standard complaint handling procedures.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device screen is dim almost black. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse dispatched a field service engineer (fse) for onsite repair. This investigation is ongoing.